Manufacturer narrative:
(B)(6). It should be noted that the gore dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent unknown type hernia repair on (B)(6) 2008, whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2013, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: infected mesh requiring removal surgery. Additional event specific information was not provided.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions: d15: cause not established; d17: appropriate code/term not available for ¿withdrawn complaint¿. H6: health effect impact code: f1903: device explantation. H6: medical device component: g04088: membrane. This claim was withdrawn, and the alleged product complaint is no longer being pursued at this time. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. No further investigation is required at this time. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. There is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code ¿d15: cause not established¿ is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 05641130. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Added medical history. Conclusion code remains unchanged. Added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: ??/??/?? [Missing records: operative report for incisional hernia repair was not provided.] (B)(6) 2008: (B)(6). [Signature illegible]. Procedure report. Preoperative diagnosis: right anterior pelvic wall mass. Written informed consent obtained. Procedure: CT guided biopsy of right anterior pelvic wall mass. Findings: mass-like thickening of right rectus in pelvis was biopsied under CT guidance with 18 gauge core needle. Blood loss: minimal. Comments/complications/drains: no complications. (B)(6) 2008: (B)(6). Pathology report. Accession number: (B)(4). Final pathologic diagnosis: amended for special stains and additional clinical information. Designated abdominal wall mass: consistent with endometriosis. Note: ihc analysis. Antibody/tests: cd 10. Clone: 56c6. Marker for: follicle center b cells calla (b and t all). Results: focal positive. Antibody/tests: vim. Clone: v9. Marker for: vimentin intermediate filaments, mesenchymal cells (v9). Results: positive. Antibody/tests: ER. Clone: sp1. Marker for: estrogen receptor (1d5). Results: focal positive. Antibody/tests: pr. Clone: 1e2. Marker for: progesterone receptor (pgr 636). Results: focal positive. Interpretation: additional clinical information received. The clinical finding is of a painful lesion in the area of a c-section scar and deeply located in the rectus muscle. There are focal epithelial elements, some with stroma, and this location and stromal appearance does not support cutaneous adnexa. There is also focal cd10 positivity and positivity with estrogen and progesterone receptors. These findings are consistent with endometriosis. This case has been discussed with dr. Sori. Type of operation: abdominal wall mass biopsy. Clinical history: abdominal wall mass. Specimen(s): abdominal wall mass. Gross description: received in formalin labeled as abdominal wall mass and consists of multiple irregular and cylindrical fragments of white tan soft tissue ranging from less than 0.1 cm in greatest dimensions to 1.1 cm in length x less than 0.1 cm in diameter. The smaller fragments may not survive vacuum infiltrating processing. Entire specimen submitted in one cassette. (B)(6) 2008: (B)(6). Rao, [signature illegible]. Anesthesia record. Weight 148 lbs. Asa 2. History of asthma. (B)(6) 2008 [handwritten 11.6.08]: (B)(6). Operative report. Preoperative diagnosis: abdominal wall mass right rectus muscle, diagnosed as endometriosis on biopsy. Postoperative diagnosis: abdominal wall mass right rectus muscle, diagnosed endometriosis. Procedure: excision of abdominal wall mass and abdominal wall reconstruction. Findings: 3 x 3 cm mass with inflammation involving the rectus sheath and posterior fascial sheath. Assistant: rachel reeder, md. Anesthesiologist: jonathan markley, do. Estimated blood loss: 50 ml. Pathologic specimens: mass. Narrative: ¿this is a 30-year-old female who presented to clinic with a mass in the abdominal wall. This was worked up and found to be endometriosis. She has a history of prior c-section, and this was right near the most lateral edge of the c-section wound. She was taken to the operating room, prepped and draped in the usual sterile fashion, induced with general anesthesia. Time out was called prior to procedure being done. A vertical incision was made right over the mass was felt, carried down through the skin and subcutaneous tissue with knife and cautery. The skin was raised in flaps surrounding the mass down to the level of the fascia. At this point, the fascia was opened up circumferentially around the mass and dissected down through the muscle and posterior rectus sheath piece. The mass was eventually dissected free from the abdominal wall, and attachments to the omentum were also lysed freeing the full mass. There were several small bleeders and 1 arterial bleeder. This was clamped and tied off with 2-0 silk. Small bleeders were cauterized. At this point, we were left with a 4 x 6 inch defect in the abdominal wall. The fascial edges were intact all around. It was decided to place a gore-tex dualmesh in the wound. This was placed in and sutured with multiple sutures of 2-0 prolene in a clock face pattern incorporating the fascial muscle and mesh in 1 u-stitch by pulling the mesh underneath the fascia circumferentially. The mesh was trimmed to fit nicely and a relatively taut repair was performed. At this point, the wound was closed with clips, and a dry sterile dressing was applied. The patient was transferred from the or in stable condition.¿ (B)(6) 2008: (B)(6). Implant record. Implant sticker. Gore dualmesh® plus biomaterial. Ref catalogue number: 1dlmcp03. Lot batch code: 05641130. W.l. Gore & associates. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp03/05641130) was implanted during the procedure. (B)(6) 2008: (B)(6). Pathology report. Accession number: s08-11249. Final pathologic diagnosis: designated abdominal wall mass: endometriosis. Type of operation: excision abdominal wall mass. Pre-operative diagnosis: abdominal wall mass. Specimen(s): abdominal wall mass. Gross description: received in formalin labeled as abdominal wall mass and consists of an ovoid reddish yellow tan-gray fragment of soft tissue which measures 5.5 x 4.7 x 4 cm. No mark or suture is present. The specimen is inked black. On section the cut surface is tan-gray and hemorrhagic in appearance. Representative sections submitted in five cassettes. ??/??/11: [missing records: records for CT scan showing ¿infected mesh¿ were not provided.] (B)(6) 2011: (B)(6). History and physical. Chief complaint: abdominal wound. History of present illness: abdominal wall defect repair with mesh in 2008. Now with 1 day history of clear/bloody drainage from incision site and small ulceration. Reports no pain and not noticed before this am. Reports no nausea, vomiting, fever, or chills. Previous medical/surgical history: cesarean section x 4, last 2002. Bilateral tubal ligation 2002. Allergies: percocet. Social history: 1-3 cigarettes a day. Marijuana daily. Weight: 58.97 kg. Abdomen: soft, tender over old scar right lower quadrant, positive bowel sounds, no masses, no hernias. Wbc 12.2. Abdominal CT: evidence of infected mesh, inflammation, fat stranding. Assessment/plan: infected abdominal wall mesh. IV antibiotics, pain control, schedule to or next week. (B)(6) 2011: (B)(6). Wbc 7.6. (B)(6) 2011: (B)(6). [Signature illegible]. Anesthesia record. Asa 2. (B)(6) 2011: (B)(6). [Signature illegible]. Operative report. [Handwritten]. Pre-operative diagnosis: infected mesh. Post-operative diagnosis: same. Procedure: removal of infected mesh (previous incisional hernia). Operative findings: partially incorporated mesh (3 yrs old) and suspicious of infection. No abscess or purulent collection. Surgeon: dr. Bordan. Assistant: dr. Tsai, [illegible]. Anesthesiologist: dr. Leibu. Blood loss: minimal. Path specimens sent: yes. Describe specimens: infected mesh. Comments/complications/drains: none. None. Jp x1. 12/06/11 [assigned]: st. Joseph¿s regional medical center. Lung tsai, do, dennis bordan, md. Operative report. Preoperative diagnosis: infected mesh. Postoperative diagnosis: infected mesh, previously placed abdominal hernia repair mesh. Procedure: removal of infected abdominal hernia mesh previously placed. Assistant: lung tsai, md. Anesthesiologist: dorina leibu, md. Drains: jackson-pratt drain x1. Estimated blood loss: minimal. Complications: none. Specimen: the infected mesh was sent out. Indications for surgery: this is a 33-year-old female with a history of abdominal wall defect that was repaired with mesh in 2008 who presented to the emergency room with 1 day of clear, bloody discharge from the incision site and a small ulceration. A CT scan showed evidence of infected mesh, as showing inflammation and fat stranding around the mesh. So, operative indication to remove it was warranted. Risks and benefits were explained to the patient, and the patient agreed to proceed with the procedure. Description of procedure: ¿the patient was brought to the operating room and placed on the table in the supine position. General endotracheal anesthesia was induced without any complications. The patient¿s abdomen was sterilized with chlorhexidine prep and draped in the usual sterile fashion. A time-out was conducted. An incision was made over the infected mesh in the right lower quadrant, and that was carried down through the abdominal wall into the fascia, identifying and localizing the mesh. Over the years, extensive scar tissue has incorporated into the mesh but nonetheless, we were able to identify and remove the mesh from the abdominal wall without any problem. The edges were cleaned, and care was made to not violate in any intra-abdominal contents or bowel, specifically. Irrigation was used to show no active hemorrhage or anything. The fascia was subsequently reapproximated with a prolene suture without any complication. A jackson-pratt (jp) drain was placed over the wound and then skin was reapproximated with an interrupted vicryl suture at scarpa¿s level and skin level with 4-0 monocryl suture. At the end of the operation, all counts were correct. All lap pads were accounted for. Dr. Bordan was present throughout the entire procedure. The patient was brought out anesthesia and was transported to the recovery in stable and awake condition.¿ (B)(6) 2011: [missing records: a pathology report detailing analysis of the device removed during the 12/06/11 procedure was not provided.] (B)(6) 2013: (B)(6). [Signature illegible]. Anesthesia record. Weight 60 kg. Asa 2. Anesthetic history: cesarean section x4, abdominal wall removal 2009 and 2011, incisional hernia repair. (B)(6) 2013: (B)(6). Operative report. Preoperative diagnosis: nonhealing pfannenstiel incision after cesarean section. Postoperative diagnosis: nonhealing pfannenstiel incision after c-section. Procedure: exploration of a nonhealing pfannenstiel incision, excision of multiple suture granulomas and debridement and repair of a nonhealing incision. Assistant: dr. Wessner. Anesthesia: general. Anesthesiologist: dorina leibu, md. Findings: the patient was found to have a nonhealing pfannenstiel incisions with 2 sinuses connecting to suture granulomas in the deep fascia. Description of procedure: ¿the patient was positioned on the operating table in the supine position. General anesthesia was introduced through endotracheal intubation. The abdomen was prepped with betadine solution and draped exposing the area of the incision. An incision was then made encompassing the one of the sinuses and the incision was carried through the skin and superficial fascia down to the deep fascia. The patient was found to have multiple suture granulomas. These were removed and the wound was debrided. The involved skin and subcutaneous tissues were removed and the wound was irrigated with normal saline. The wound was injected with 0.5% marcaine for the relief of postoperative pain was then repaired in layers using #0 vicryl in interrupted fashion to the deep fascia and the skin was closed with metallic staples. Sterile dressing was applied to the wound. The patient tolerated the procedure well and she was sent to the recovery room in stable condition.¿ (B)(6) 2014: (B)(6). Operative report. Preoperative diagnosis: right lower quadrant suture granuloma. Postoperative diagnosis: right lower quadrant suture granuloma. Operative procedures. Wound exploration and excision of suture granuloma. Assistant: ranjit krishnankutty, md. Findings: right lower quadrant suture granuloma. Description of procedure: ¿after informed consent was obtained, the patient was brought to the operating room where under general anesthesia, the abdomen was cleaned and draped in the usual sterile fashion. The area around the jejunum was infiltrated with 0.25% marcaine. The granuloma was explored with blunt dissection until the suture was obtained. A prolene suture was found. The prolene suture was dissected off from its surrounding tissue and excised. No more sutures were found and the wound was irrigated and covered with gauze dressing. The patient tolerated the procedure well and was transferred to the pacu in stable condition.¿ a potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® plus biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.